Manufacturer narrative:
The following was reported. "The device does not charge , it only works with the battery. This issue is fixed by replacing the power supply the device works properly after a full test software." The provided logfiles confirm that the issue occurred at the reported day of the event after powering up the device. No patient involvement. The event did not cause or contributed to a death or serious injury to a patient.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing. Note: section d4: creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "the device does not charge, it only works with the battery." No patient involvement.